Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9., h.3., h.6. Device evaluation based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening in radius side assessed as fold flaw opening. Crease/folding of implant: observed crease fold on the device. Additional observations: wear abrasion observed on the surface of the shell. White particle observed inside device. Crease fold observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.